Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid at an unknown concentration and dosage and an unknown drug at an unknown concentration and dosage via an implantable pump for an unknown. On (B)(6) 2017, it was reported that the patient's first pump dried up and because non-functional. According to the patient, their healthcare provider at the time of the event did not put enough medication in the pump and the pump dried up as a result. The patient noted that they had dilaudid and some other kind of medication in the pump. No symptoms were reported. No further complications were reported.